Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was over 600 mg/dl. The customer's family or friend stated that she was vomiting and could not lower her blood glucose levels. The customer had only had the insulin pump for 4 days and was extremely nervous. The doctor stated that the customer had not been getting insulin, or not enough, and she was going into diabetic ketoacidosis. She was treated with an insulin drip upon admittance. The caller stated she had tried to call health care and support but was unsuccessful. Nothing further reported.